Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head becomes detached - oral-b [device breakage] case narrative: adult male consumer reporter via phone that the oral-b toothbrush head became detached from the oral-b toothbrush handle, type 3765. No injury was reported.

Manufacturer narrative:
On 05-mar-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head becomes detached - oral-b [device breakage]. Case narrative: adult male consumer reporter via phone that the oral-b toothbrush head became detached from the oral-b toothbrush handle, type 3765. No injury was reported. On 03-feb-2025: case update: the suspect product lot number was n808. No injury was reported. On 05-mar-2025: product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3765 genius. The concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.